Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had an adverse event on (B)(6) where they went to the emergency room due to a low blood glucose of 50 mg/dl. They treated with glucose tablets. They were not wearing the insulin pump at the time of the hospital visit. They were off the insulin pump for less than 48 hours prior to the hospital visit. The customer¿s current blood glucose was 230 mg/dl. The customer believes that in light of the recall, the infusion set they used was at fault. Troubleshooting was performed on the insulin pump. The reservoir was showing the same amount of insulin as shown on the status screen. The insulin pump¿s programming was accurate. The insulin pump will not be returned for analysis.